Manufacturer narrative:
(B)(4).

Event description:
The handheld and flashcard were received by the manufacturer. An analysis was performed on the returned flashcard and the reported frozen screen allegation was not verified. During the analysis it was identified that the software would pause following an interrogation. This is expected behavior for the software considering the database size. During the analysis, no anomalies associated with flashcard software or databases were identified. The flashcard and software performed according to functional specifications. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.

Event description:
It was reported that the physician's handheld freezes intermittently during interrogation. It was reported that this has been an on going issue for a while. No patients were affected by the freeze because the physician was able to use another programming system. Troubleshooting was performed and the freeze was able to be duplicated. A hard reset was performed. A new programming tablet was requested to be sent to the physician. The handheld is expected to be returned, but has not been received to date.